Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) the catheter inspection requirement occurred every few hours. A kink in the catheter was suspected, but when checked with fluoroscopy, there did not appear to be any kinking. It occurred again the next day, so it was replaced with cs300 and the occurrence stopped. There is no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1 (contact person: mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found no defects. The possibility of a catheter kink was suspected, and no problems were found during the operation inspection, so the result was good. All functional and safety checks performed. Furthermore, per fse inspection 1 year after delivery was carried out based on the inspection record sheet. The fse replaced battery for alarm daughter board and performed equipment calibration (including replacement of o-ring and pm screw kit). Overall inspection results are good.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) catheter inspection requirement occurred every few hours. A kink in the catheter was suspected, but when checked with fluoroscopy, there did not appear to be any kinking. It occurred again the next day, so it was replaced with cs300 and the occurrence stopped. There was no patient harm or injury reported.